Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited myopotential noise and oversensing. Upon review, the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. It was noted that the noise was oversensed with high amplitude noise on the non-(B)(6) right atrial (ra) lead. Technical services (ts) recommended troubleshooting options and recommended to perform lead evaluation. This ICD and non-(B)(6) ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).